Event description:
It was reported that during implant, the helix was blocked. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. It was noted that all of the conductors were stretched, the inner insulation was kinked/buckled, the outer insulation had cosmetic environmental stress cracking and the lead appeared to have been damaged at implant.